Event description:
It was reported that cgm displayed error during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed full pump reset with guidance, confirmed error did not recur after reset, and successfully started new sensor session.